Event description:
An nurse reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic trace diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The topical steroid drops were increased. In a follow up, the center director reported that the pt is scheduled to come in soon for a postoperative visit, and per the surgeon, the dlk is expected to resolve with the treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).